Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to "corpora fibrosis" and because the device was too short. No further patient complications were reported in relation to this event.